Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new order was not crossing over to pyxis. A technical support specialist (tss) connected to the application server, confirmed that services were up, and verified that messages were current. Multiple errors were found on carefusion coordination engine, but they were not related to downtime. The interface utility package was deployed, and the messaging services on the application server were restarted. The tss spoke with customer and requested example orders for further investigation; however, did not have them. After contacting the impacted user, the tss confirmed that the issue no longer persisted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user observed that new orders were not crossing over to the pyxis stations. The customer also confirmed that there were no scheduled downtimes or maintenance activities initiated by their hit team at this time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.